Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube had been modified and was cleaned with non-regular materials. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the connecting tube connector had a difference to the official product, that did not have a metal rod inside, and it was covered with mesh, further which the length of the tube is somewhat longer than the official one. It is likely that the user did not thoroughly read the instruction manual, and the users has incorrectly implemented the reprocessing using the oer-4 with a modified connecting tube. The suggested event can be detected and prevented in line with the instructions for use below: "important information - please read before use never disassemble or modify this equipment. Doing so could result in operator or patient injury and/or equipment damage or malfunction. If it is considered necessary to perform repair, take actions according to chapter 8, ¿troubleshooting and repair¿. If the problem still exists, contact olympus." Olympus will continue to monitor field performance for this device.